Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found to be in backup vvi mode before the patient was discharged from the hospital. It was noted that the physician suspected the backup may have been due to influence of magnetic or the storage condition. Programming changes were performed. The patient was in stable condition.